Manufacturer narrative:
Expiration date and device mfg date are blank because the lot number was not provided. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report chord rupture. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4+. The mitral valve had very restricted posterior leaflet and imaging was difficult during the procedure. The first clip delivery system (cds) was advanced to the mitral valve and during placement of the clip, the clip interacted with a chord and caused a rupture. A second clip was used for treatment of the chordal rupture. Two clips implanted, reducing mr 3-4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult to remove from the anatomy (clip interacted with a chord) appears to be a combination of patient morphology/pathology and procedural conditions. The reported poor image resolution was due to patient anatomy. The tissue injury appears to be related to procedural conditions of the difficult to remove. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.